Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported customer jumped in a pool while wearing his insulin pump. She did a self test on the device, but cannot remember if it passed. Customer's blood glucose was 220 mg/dl. Fluid is not visible in the device. There have not been more alarms since being exposed to fluid. The device passed the self test. Customer was advised to monitor the device and call if needed. Nothing further reported.